Event description:
"Physician's office contacted terumo aortic on (B)(6) 2025 after patient had type 1b endoleak. Scan taken on (B)(6) 2025. Images requested on powershare." Patient outcome: "we are waiting for the follow up case and what the physician ultimately decides to do. I don't believe the case is scheduled yet."

Manufacturer narrative:
This complaint was involved with six devices. Device 1 has been reported under MDR-2247858-2025-00135 and device 2 has been reported under MDR-2247858-2025-00136. During investigation of the reported complaint one other bolton medical devices were reported in relation to the event. This device is being reported under MDR-2247858-2025-00232. This memo documents additional information received regarding the complaint investigation for complaint taa-1331. The aneurysm rupture reported that resulted in patient death during the reintervention procedure occurred during the advancement of the device with catalog number 28-n4-38-154-38u, lot number 2404160173. The other three devices used in the reintervention procedure (lot numbers 2307070024 [28-m4-40-195-36u], 2503050438 [28-m4-38-145-34u], and 2412180101 [28-n4-40-154-40u]) did not contribute to the reported event. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Physician's office contacted terumo aortic on 5-7-25 after patient had type 1b endoleak. Scan taken on (B)(6) 2025. Images requested on powershare." Patient outcome: unknown.

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2025-00135 and device 2 is being reported under MDR-2247858-2025-00136. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.